Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that there was a line detachment at the vamp reservoir during use. Reportedly, there were no pt complications or injuries.